Event description:
The fse noted, "displayed ad channel 8 fail and could not expose x-ray". There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.